Manufacturer narrative:
(B)(4)

Event description:
It was reported that the upon interrogation, the right atrial and right ventricular lead exhibited multiple noise episodes. It was suspected that both leads may have sustained damage. No intervention was reported. The patient was in stable condition.